Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose (bg) level was 502 mg/dl. Customer administered a manual insulin injection to address elevated bg. A new cartridge was loaded to resolve the issue.